Manufacturer narrative:
The reported oad was received for analysis with the guide wire utilized during the event engaged in the device. Visual analysis confirmed that the crown was detached from the weld area, however it remained on the driveshaft. Significant resistance was felt when removing the guide wire from the driveshaft. The guide wire was examined and confirmed to be a peripheral viperwire advance. The larger diameter of the peripheral guide wire resulted in it becoming stuck in the coronary oad drive shaft, which caused damage to the guide wire, driveshaft and crown. The instructions for use for the reported device state "the oad is designed to track and spin only over the csi viperwire advance coronary guide wire. Do not use any other guide wire with the oad." The report that viperslide lubricant was not used may have also contributed to friction between the guide wire and driveshaft. At the conclusion of the device analysis investigation, the report of the device becoming stuck on the guide wire was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported to csi that the csi coronary orbital atherectomy device (oad) became stuck on the guide wire during insertion into the guide catheter. It was noted that the required lubricant had not been utilized with the device, and the device was replaced to continue the procedure. Upon analysis of the reported device, the crown was found to be detached. Additional information was requested regarding this event, however it was not received.